Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the initial implant, the right atrial (ra) lead was positioned in the ra appendage (slightly anterior). After 15 turns of the helix, the sensing values were stable, although slightly higher than normal, but were still within an acceptable range, and auto threshold worked well. Overnight the patient developed chest pain. An echocardiogram confirmed cardiac effusion was present, and slight ra lead perforation. The following day, the ra lead was repositioned successfully showing normal sensing values, and a good current of injury. A standard j stylet was used in both cases. Discussion with the physician concluded the lead was slightly too anterior (positioned on a thin wall) likely an anatomical issue.